Event description:
It was reported a patient with this electrode had received an inappropriate shock. A high out of range shock impedance was also recorded during the delivery of shock therapy. The amplitude measurements were low and an x-ray of the system indicated the electrode had migrated from its original implant position. Surgical intervention and damage was observed with the electrode so it was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Two segments were returned fractured approximately 14.8 centimeters from the terminal end. The tip section of the electrode was not returned. Visual inspection showed the electrode appeared curved/bent at the fracture site - several punctures were noted in the insulation at the fracture site. A crack was noted at a bubble in the polcin vorite inside the lumen just at the edge of the notch area. The crack is not to the surface, only inside the lumen. The polymer surface and some of the cables in the electrode contain evidence of a fast brittle-like fracture. There is also evidence of some of the wires fusing together through an unknown route, potentially from electrical arcing. The allegations made against the electrode in the field were confirmed based on a complete fractured noted with the electrode.

Event description:
It was reported a patient with this electrode had received an inappropriate shock. A high out of range shock impedance was also recorded during the delivery of shock therapy. The amplitude measurements were low and an x-ray of the system indicated the electrode had migrated from its original implant position. Surgical intervention and damage was observed with the electrode so it was explanted and replaced. No additional adverse patient effects were reported.